Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a brucella mis-identification on 07mar2020 of a patient sample (lab ID 220063078633) when testing with the vitek® ms instrument (ref 410895, serial number (B)(6)). The customer stated there were four spots with no identifications. A biomérieux internal investigation has been completed with the following results: conclusion on the instrument fine tuning: o according to the vilink alert tool criteria, a fine tuning was needed for instrument 51168 during the time the tests made on 07mar2020. Conclusion on spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. This could be explained by a non-optimal spot preparation. Conclusion on the identification: -analysis of the mzml samples showed that the number of all peaks were heterogeneous during the issue (between 32 and 98). -the misidentification result was obtained from the spectra having the lowest number of peaks (32 and 40). This could be explained by a non-optimal spot preparation of the sample strain. -the identification was obtained with a low identification score (-0.31 and -0.32) which is near the acceptable limit when providing an ¿identification¿ result or a ¿no identification¿ result (-0.4). - the strain has to be identified by a reference method, such as sequencing. The strain was not submitted for investigation due to the covid-19 pandemic. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-925-a for vitek ms clinical use v3.2: additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification. Testing of species not found in the database may result in an unidentified result or a misidentification. The root cause of this event in non-optimal spot preparation. Additionally, a biomérieux design change request has been initiated to research the feasibility of providing improvements to the knowledge base with respect to brucella.

Event description:
A customer from the united states notified biomerieux of obtaining discrepant identification results when testing with the vitek® ms instrument (ref 410895, serial number (B)(4)). Patient 1: on (B)(6) 2020, the customer tested an isolate obtained from a patient's sample (ID (B)(6) source: nares culture) for identification testing using the vitek ms instrument, and they obtained brucella for the initial and repeat testing (respectively 88.7% and 92.4% confidence rating). The customer stated there were four spots with no identifications. The same sample was sent to the public health laboratory, in which they confirmed the microorganism present in the patient's sample was not brucella; no further information was provided on the final identification result. There is no indication or report from the customer to biomérieux that the discrepant identification tests results led to any adverse event related to any patients' state of health. A biomerieux internal investigation has been initiated.